Event description:
Pump #1 was reported to overinfuse. Pump infused 500ml of heparin in 2 hours but pump was set to infuse at a rate of 20ml/hr. Pump stated there was still 216ml left to infuse but the 500ml bag was empty. No medical intervention was needed and no pt injury resulted. Attempts were made to obtain extra info regarding the age of pt but no add'l details are known.